Event description:
It was reported that during the implant procedure, a left ventricular lead was attempted but was difficult to place due to the patient's anatomy and dislodged. No left ventricular lead was implanted. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.